Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4). Analysis of the returned lead model 3487a-33, serial # (B)(4) showed no anomalies.

Event description:
Information received from the healthcare professional via the manufacturer¿s representative reported that intra-operative impedance testing of the lead component at the time of positioning showed ¿abnormal¿ values. Impedance measurement on electrodes #2 and 3 were in excess of 10,000 ohms. Measurements were made again after removal and values on electrodes 2 and 3 were ¿abnormal¿. It was noted that all impedance values were measured in the bipolar configuration. With consideration of possible harm to the patient¿s health as a first priority, the physician used a new lead. It was noted that there was ¿no particular unusualness felt" during the procedure and no health hazard to the patient reported. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained. Should additional information be received a follow up report will be sent.